Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found that the bending angle in the upward direction did not meet the standard value due to wear of the angle wire, a pinhole on the channel tube caused water tightness to be lost, the forceps channel had a pinhole, the play of the upward/downward angulation know was out of the standard value due to the worn and stretched angle wire, the bending section cover's adhesive had a crack, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesives around the light guide lens was white and clouded, the plastic distal end cover was burned, the connecting tube was scratched and wrinkled, and the insertion section was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient angulation. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, there was foreign material found in the nozzle and at the objective lens' adhesive. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.